Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported patient had a cp pump support placed for the patient admitted in with acute myocardial infarction with cardiogenic shock and placed on support, but explanted after 24 hours. Patient had hemolysis signs and had been treated with infusion of haptoglobin.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.